Manufacturer narrative:
Two purge cassettes were returned for review. The pump was not returned for review. The cause of the thrombus was most likely high patient act values as reported in the clinical report. The failure mode will be monitored and trended.

Event description:
The user facility reported a 48-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The medical team in the EU had a 5.5 placed to replace one that had supported the patient for 2 months. On day 10 of the support the team observed thrombus burden in the left ventricle¿¿(lv) at the 5.5 pump. There was no harm or injury and the patient remained on support despite the 5.5 pump thrombosis until she recieved her heart transplant. Of note the patient was on extracorporeal membrane oxygenation (ECMO) support additionally due to right sided failure.